Event description:
Customer experienced the stop sequence time out issue with pt on the table. Customer had to reset the system during the case. No reported pt incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.